Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they bezel post recall completed as found software version 9.33.0.50, as left software version 9.33.0.50. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/17/2015 to the present date 11/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was returned due to the factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.